Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a medwatch from a customer dated (B)(4) 2013 regarding a pt that was received a propofol infusion. Per medwatch report event description: "event desc: ICU rn noted leak in tubing on pump chamber segment just below upper pump plastic fixture". The nurse noticed the medication leaking when she was rounding and that not a lot of medication had leaked. Risk manager stated no pt harm and that she has the tubing to be sent in for an investigation. No medical intervention was required. Although requested, no additional event or pt info provided by the user.